Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. H6: added code f2303. Additional information purge pressure resolution: suggestion to start tissue plasminogen activator (tpa). The problem resolved and purge pressure and purge flow returned to normal. The device was discarded and unavailable for return.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. Corrected/updated information has been provided in d4 serial number. Corrected/updated information has been provided in d4 catalog number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the issue was not established as no product or logs were returned for analysis and limited clinical information was provided.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery and an impella rp flex was inserted into the right femoral vein in a 74-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-protected percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), there was a high purge pressure (pp) alarm. It is unknown if the alarm resolved. The patient was also reported to be on dialysis. Five days after impella insertion, the family withdrew care, and the patient expired on bipella support. The impella cp functioned at p-7 at 3.1l/min as intended. The impella rp flex functioned at p-6 at 1.8l/min as intended. The impella devices are conservatively being reported for death; however, are unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction, complicated by cardiogenic shock, along with the complications of stage e shock.